Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The investigation has shown that this type of issue is a typical fatigue fracture. The investigation of the complaint sample showed no deviations and gave no indication which led to a material or manufacturing fault. According to the quality documentation review and the investigation results we exclude a defect in the product. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
An atraumatic fracture of the stem was reported.